Event description:
Hosp personnel responded to a person described as in cardiac arrest. According to the reporter, the device would not charge twice when the charge button was pressed and the device use in battery mode. The ac power cord was connected and the device operated properly. No adverse affects to the pt were reported as a result of the alleged malfunction.